Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error, specifically excessive force shortening the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp had the tensioning strand of the syndesmosis tightrope implant break while the surgeon was performing the final tensioning with the provided handles. This issue led to slack entering the system and losing the syndesmosis reduction. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested. Additional information received on 1/21/2025: this was discovered during an ankle fracture with syndesmosis repair procedure. The ar-8925ss syndesmosis tightrope xp did not break in the patient. The case was not delayed, and additional anesthesia was not needed. The patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.